Manufacturer narrative:
Lot number was not provided. Without a lot number, expiration date and manufacturer date could not be determined. Without a lot number, a batch record review could not be performed. End of report.

Event description:
A nurse reported an adult inpatient was receiving a blood infusion through their implanted port catheter site. A 1665 tegaderm¿ chg chlorhexidine gluconate i.v. Port dressing was used to cover and secure the patient's huber needle. The huber needle reportedly became dislodged and the patient experienced an infiltration of the blood infusion under their skin at the port site. A peripheral IV site was used for IV access while the implanted port site healed.